Event description:
A medtronic rep reported a worn spring on the percutaneous reference cross pin. This event was reported outside the surgical arena and no pt was present.

Manufacturer narrative:
No pt was present at the time of the event. As reported, the spring tension is lacking. The perc base rocks easily moving from its set position.